Manufacturer narrative:
Lead model: 3887-33, lot #: j0125363v, implanted: (B)(6) 2002, explanted: na; extension model: 7495lz51, serial #: (B)(4), implanted: (B)(6) 2002, explanted: na; plug/boot model: 3550-09, lot #: la2114, implanted: (B)(6) 2002, explanted: na; programmer model: 7435, serial #: (B)(4); concomitant system: ins model: 37111, serial #: (B)(4), implanted: (B)(6) 2006, explanted: na; lead model: 377645, lot #: v003613, implanted: (B)(6) 2006, explanted: na; lead model: 377645, lot #: v003613, implanted: (B)(6) 2006, explanted: na; extension model: 3708120, serial #: (B)(4), implanted: (B)(6) 2006, explanted: na; extension model: 3708120, serial #: (B)(4), implanted: (B)(6) 2006, explanted: na; programmer model: 37742, serial #: (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) 'failed'. It was noted that the patient received a new ins system a year later which also 'failed', but no actions were taken to remedy the situation. The patient experienced pain in his hip and at the lead site near his spine and wanted the second system removed. Additional information was requested but was not available at the time of this report. See manufacturer's report #3004209178-2012-02536 for the subsequent ins issue.